Event description:
A pt sample (drawn from central line) was tested, using the suspect device, with a result of "hi" (>600 mg/dl). Within 15 minutes, additional samples (from central line, and peripheral site) were reportedly obtained from the same pt. The samples were subsequently tested in the facility's lab, with results of 56 mg/dl (central line) and 60 mg/dl (peripheral site). Reporter noted that, based on lab values, pt's insulin therapy was discontinued and pt was given a 50% dextrose solution, intravenously. Pt's current condition: not provided. Reporter indicated that quality control testing has been performed on the system and the results fell within the acceptable range. Tech support requested the return of the suspect product and replacement product was shipped.